Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose value associated with the triggered suspend event was 50 mg/dl and another blood glucose value was 114 mg/dl. Customer stated that the insulin delivery was suspended due to sensor glucose verses blood glucose difference. Sensor glucose value that triggered the suspend on low or suspend before low event was 40. Low limit in sensor settings was 40. It was unknown that the customer was used auto mode at the time of low blood glucose or not. The insulin pump will not be returned for analysis.